Event description:
New information received notes that the patient was seen in clinic, but the insertable cardiac monitor was unable to be interrogated with no magnet response. No further patient consequences were reported.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The patient was seen in clinic and the issue was not able to be resolved. No intervention was performed. There were no patient consequences reported.